Event description:
The customer reported to customer service that her transformer housing is falling apart (the screws are coming out).

Manufacturer narrative:
A replacement power supply was sent to the customer. In a f/u with the customer, the customer stated that she noticed that the transformer was damaged as she was plugging into the wall. The customer stated that she did not see any sparking, smoking, fire or melting. The customer also indicated that no injuries were sustained as a result of the issue. The product involved in the complaint has been rec'd but has not been evaluated at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.